Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliofemoral vein and in the inferior vena cava (ivc) using a lighting aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12) and a penumbra engine (engine). During the procedure, the indicator light on the lightning unit was yellow with the valve clicking however, no vacuum was observed. Subsequently, the lighting was unplugged and plugged from the engine several times but was unsuccessful. Therefore, the lightning was removed. The procedure was completed using a new lightning, the same cat12 and the same engine. There was no report of an adverse effect to the patient.